Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The hmii lvas IFU lists device thrombosis, right heart failure and infection (driveline, pump pocket, and local) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent heart transplant. The patient was status 2 due to ongoing infection and heart failure issues. Patient was diagnosed with chronic corynebacterium bacteremia possibly secondary to loculated pleural effusion, which was managed with IV antibiotics. There was also a presence of thrombus in the left ventricle. It was reported that there were no device issues that could have accelerated the patient on the transplant list. There is no indication the device will be returned for evaluation. No further information provided.